Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30550560m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old male (74kg) patient underwent a paroxysmal supraventricular tachycardia ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis and av block. Situation: after ablation from the ra septal side, blood pressure decreased from 120 to 90, and then cardiac tamponade occurred. How to complete the procedure: after ablation from the ra septal side, blood pressure decreased from 120 to 90, and then cardiac tamponade occurred. After that av block occurred. Patient condition: unknown because the situation cannot be confirmed with the physician. Cause of ae: the physician commented that it was unknown. Clinical course: unknown because the situation cannot be confirmed with the physician. When the area around the cs was ablated, blood pressure decreased from 120 to 90. Effusion was confirmed around the left atrial septum by echo. Drainage was attempted but was not attempted because noradrenaline was infused, and blood pressure stabilized. As blood pressure was stable, the right atrial septum was additionally ablated, resulting in av block. As time passed, the av block disappeared, but the pq interval increased, so it was over. Additional information: this adverse event was discovered during use of biosense webster products. Intervention provided: noradrenaline was administered. Prior to noting the CT ablation was performed. There was no evidence of steam pop. No error messages observed on biosense webster equipment during the procedure. It is life threatening; it might result in permanent impairment of a body function or permanent damage to a body structure; or it required medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure.